Event description:
It was reported that there was an error code #6 produced from the generator. This occurred on two different foot switches. There was no patient consequence. The case was completed with an esu.